Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review findings, sections g6, h2, b5 and b7 updated/corrected.

Event description:
As reported from field clinical specialist (fcs), approximately 4 years and 8 months post tavr with a 23mm sapien 3 ultra, the patient at is being evaluated for tavr as they are now presenting with aortic stenosis. Upon follow up, the fcs advised that intervention is required for the patient, with the date yet to be determined. The patient has a medical history of cad, dyslipidemia, hypertension, and chf. They are symptomatic, experiencing dyspnea on exertion, dizziness with position changes, and chest heaviness both at rest and during exertion. The most recent follow-up echo report shows a peak gradient of 97.2 mmhg and a mean gradient of 46.4 mmhg, with a valve area of 0.78 cm' and an index of 0.27 cm'. No leaflet issues were noted. The patient has been seen by cardiology, and a heart catheterization is planned, pending the results of a pancreatic mass evaluation. The patient is currently awaiting further work-up. A medical record review confirmed aortic stenosis of the bioprosthetic valve. The ava was documented at 0.78 cm2, di of 0.27, aov peak vel of 493.1 cm/s and peak/mean gradients of 97 & 46 mmhg. The patient endorsed exertional dyspnea and cp. This patient is to be presented at the cath conference for possible viv.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed based on provided medical record. Available information suggests patient factors (hyperlipidemia) likely contributed to the event as a patient medical history of hyperlipidemia was reported in the medical record. Per medical record review, the ava was documented as 0.78 cm2. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5 updated.

Event description:
As reported from field clinical specialist (fcs), approximately 4 years and 8 months post tavr with a 23mm sapien 3 ultra, the patient at is being evaluated for tavr as they are now presenting with aortic stenosis. Upon follow up, the fcs advised that intervention is required for the patient, with the date yet to be determined. The patient has a medical history of cad, dyslipidemia, hypertension, and chf. They are symptomatic, experiencing dyspnea on exertion, dizziness with position changes, and chest heaviness both at rest and during exertion. The most recent follow-up echo report shows a peak gradient of 97.2 mmhg and a mean gradient of 46.4 mmhg, with a valve area of 0.78 cm' and an index of 0.27 cm'. No leaflet issues were noted. The patient has been seen by cardiology, and a heart catheterization is planned, pending the results of a pancreatic mass evaluation. The patient is currently awaiting further work-up. A medical record review confirmed aortic stenosis of the bioprosthetic valve. The ava was documented at 0.78 cm2, di of 0.27, aov peak vel of 493.1 cm/s and peak/mean gradients of 97 & 46 mmhg. The patient endorsed exertional dyspnea and cp. This patient is to be presented at the cath conference for possible viv. Upon follow up, the patient underwent a viv and was treated successfully with a 23mm sapien 3 ultra resilia.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from field clinical specialist (fcs), approximately 4 years and 8 months post tavr with a 23mm sapien 3 ultra, the patient at is being evaluated for tavr as they are now presenting with aortic stenosis. Upon follow up, the fcs advised that intervention is required for the patient, with the date yet to be determined. The patient has a medical history of cad, dyslipidemia, hypertension, and chf. They are symptomatic, experiencing dyspnea on exertion, dizziness with position changes, and chest heaviness both at rest and during exertion. The most recent follow-up echo report shows a peak gradient of 97.2 mmhg and a mean gradient of 46.4 mmhg, with a valve area of 0.78 cm' and an index of 0.27 cm'. No leaflet issues were noted. The patient has been seen by cardiology, and a heart catheterization is planned, pending the results of a pancreatic mass evaluation. The patient is currently awaiting further work-up.